Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided lot number 2040095. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. It could be possible that escapes from the lot number 1278954 induced the symptom reported. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "it was reported by the customer that failed depo provera injection x 2. First injection syringe would not budge. The second injection, approximately half of medication injected and then stopped. Client declined third injection. Writer informed md about failed injections. New birth control plan set in place. Suspect needles were blocked due to history of same. Issue not visible. No pictures available." Incident or problem information: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2023. Site name/location: (B)(6). Level of harm: minimal harm. Ahs optional report to cmdsnet (health canada): incident details: failed depo provera injection x 2. First injection syringe would not budge. The second injection, approximately half of medication injected and then stopped. Client declined third injection. Writer informed md about failed injections. New birth control plan set in place. Suspect needles were blocked due to history of same. Issue not visible. No pictures available. Impact of incident: client received 2 inadequate doses of depo provera injection. Who was affected? Patient.